Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level displayed as high; cause was due to occlusion. Customer administered a correction bolus via the pump to address the bg. Customer changed pump supplies to address the issue.